Event description:
It was reported the lead was damaged during the explant procedure. It was stated the patient had lead fragments left behind. The reporter believed the lead and implantable neurostimulator (ins) were removed the year prior to report because the patient had an MRI and the ins and lead were removed afterward. It was noted the patient had an angio study recently and the lead fragment was noticed on the scan but they were uncertain of the remaining length.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v901065, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).